Manufacturer narrative:
Physio-control further evaluated the removed ui pcb assembly and determined that the cause of the reported issue was due to a cracked and shorted capacitor, c181.

Event description:
The customer contacted physio-control to report that that their device had a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's ui board to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed.